Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer cleared the alarm and resumed insulin delivery. Reportedly, the cartridge uses humalog, and the cartridge was being used for 3 days. Customer was reminded of pump labeling instructions. As the occlusion had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion. There was no impact to the customer's blood glucose level.